Event description:
When attempting to start an IV the end of the catheter over the needle "shredded" and would not enter the patient's skin. Manufacturer response for peripheral vascular catheter, jelco protectiv plus, (per site reporter). Lot taken for review.